Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 650 mg/dl. Cause was not known. A manual injection was administered to address bg. System check with tandem technical support confirmed the pump was functioning as intended.